Event description:
It was reported that a physician in-training in the use of the starclose se device, achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instruction for use, an attempt to remove the starclose se device by releasing the locking mechanism on the thumb advancer using the access ports was made; however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.